Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was experiencing a daily burning sensation at the implantable neurostimulator (ins) site and the ins was moving in the pocket. When the patient talked with the manufacturer's representative (rep) about this she informed her that there were no anchors holding the device in place. The burning sensation started (B)(6) but the device had been moving a good month. It was noted when the patient was implanted with their device they were 168 pounds and on (B)(6) they were 151 pounds and it seemed to happen more or less regarding the ins moving. The patient turned stimulation off and the burning went away and they also placed an ice pack over it.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative reported the physician was aware of the patient complaint of the implantable neurostimulator (ins) moving in the pocket, but there were no planned interventions. They were just going to keep an eye on it. As for the burning sensation at the ins site, it was determined the patient was feeling the tingling of the stimulator when it was on. It was not a burning sensation. At the time of the report, the patient was doing well and had no complaints.